Manufacturer narrative:
This report is a duplicate of MFR. Report #2916596-2018-00920. Due to the use of a new complaint handling database, we are unable to submit a follow up associated with the previous MFR number. This duplicate regulatory report is being submitted intentionally to ensure appropriate tracking and submission of the supplemental report upon closure of the investigation. Since new information has not been provided to abbott, (B)(6) 2019 is the aware date. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device - 13 days. (Calculated from the date when the system controller was issued to the patient). The device was returned for analysis and a preliminary evaluation has been completed. The full evaluation has not yet been completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's system controller had a blank screen and had caused the power module to alarm and stop. The system controller was attached to a second power module and the same thing happened. The patient was asymptomatic, no pump stoppages reported and the parameters remained all within normal limits during this time, however, based on the investigational findings from the returned system controller, damage to an electrical component on the printed circuit board and to the printed circuit board itself were identified.

Manufacturer narrative:
Investigation summary: visual inspection of the returned system controller, revealed a slightly bent pin in the black power cable. The bent pin corresponded to one of the two redundant v+ connections. No other physical anomalies were observed. The reported event of a red battery alarm activating on the power module and the system controller lcd screen not turning on when the controller was connected to a power module was confirmed. The reported event was reproduced during laboratory testing of the returned controller; additionally, communication was unable to be established with the system monitor. The returned system controller (serial number (B)(4)) was disassembled and visual observation revealed a burned inductor (l13). Further investigation confirmed several electrical shorts in the controller¿s pcb. The shorted circuits were isolated to retrieve the data log file. A proper communication with the system monitor was established and the log file was successfully retrieved. The log file contained approximately 5 days of relevant data ((B)(6) 2018 ¿ (B)(6) 2018 per the timestamp). The log file captured intermittent no external power events beginning on (B)(6) 2018 from 22:18:31 to 22:19:38; it cannot be determined from the log file if these events occurred due to both power cables being disconnected or if they are related to the reported event, as the controller was intermittently connected to the power module during these events. The log file also captured low bus voltages (approximately 13.8v) on the black power cable while connected to the power module beginning at 22:18:42 on (B)(6) 2018. The alarms and atypical voltages were resolved when the system controller was connected to 14v batteries. When the black power cable was reconnected to the power module, the bus voltage dropped even further (approximately 3.5v) and triggered power cable disconnect alarms. The bus voltage on the black power cable fluctuated, but dropped as low as 2v before appearing to be disconnected. The log file also captured brief low bus voltages on the white power cable, causing no external power and low voltage hazard alarms. The low voltages on the white power cable resolved in the log file, however, the voltages associated with the black power cable remained low for the remainder of the log file. The pump maintained a speed above the low speed limit throughout the log file while the drive line was connected despite the alarms and atypical voltages. The data in the log file indicated that the damage to the controller pcb occurred when the black power cable was connected to the power module. In conclusion, the data contained in the log file and the investigation findings suggest a possible electric short between the positive and negative power lines that would have the potential to result in the reported event; however, the specific root cause of the electrical shorts was not able to be conclusively determined through this analysis. Device history records (shop orders: 187278, 191109, and 193627) were reviewed and showed no deviations from manufacturing or qa specifications. Patient remains ongoing with the pump. No further information was provided. The manufacturer is closing the file on the event.